Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaws were open. There were protruding staples from the cartridge, visible staple pushers proximally, intact distal sutures, and torn reinforcement material beneath the sutures. For functional testing, a medtronic representative instrument was used. The interlock was overridden and the reload applied to test media. All remaining staples were placed, but the media was not cleanly transected and the distal suture was not released. The interlock functioned properly, and the knife blade was exposed when overridden. It was reported that the reload was partially fired and stopped 3/4 of the way through. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. The evaluation detected an unreported condition of damaged knife blade that was related to the reported condition. The product analysis noted evidence that the device was not used as intended. Another unreported condition identified was distal suture not released, which had no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #(B)(6)); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n4g1937y) ; sigphandle, sig power sigphandle handle, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure involving the signia adapter, there were multiple malfunctions related to the firing mechanism. Specifically, the reload was partially fired and stopped 3/4 of the way through on two occasions. The surgeon encountered firing issues with the adapter, which led to partial firing of the reload. To resolve the issue, the surgeon replaced the reloads and was able to complete the firings successfully. There were no patient injury.